Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12712. G1 manufacturing site name and address.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient of unknown age and gender with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported that, during impella support, medical staff noted reduced perfusion in the patient¿s leg. Medical staff had the patient on a combination of extra-corporeal membrane oxygenation (ECMO) and impella support, where the anterograde flow from ECMO was connected to the leg, which resolved the patient¿s reported issue. Medical staff noted no bleeding and the leg well-perfused. The patient remains on impella support.